Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarm was noted. The insulin pump passed the off no power test, self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads. No loose drive support disk was noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 408 mg/dl and diabetic ketoacidosis. The customer reported that he tried to treat the high blood glucose level with a bolus, but it did not work. During troubleshooting, the customer reported that the drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.